Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturing report number: 3006705815-2020-00252. It was reported that during the patient's lead revision surgery (reported under related manufacturing reports: 3006705815-2020-00249,3006705815-2020-00250), the patient's oxygen level dropped as the leads were removed. All products were immediately explanted and the patient was admitted to a hospital and kept under observation. The patient has since recovered.